Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their infusion sets, and high blood glucose levels. The customer's blood glucose level at the time of incident was 595mg/dl. The customer states the buttons are not releasing evenly. The customer states the serter does not release the set properly. Troubleshooting was conducted and found the customer is using the device correctly. The customer is being sent out a new serter.